Event description:
On (B)(6) 2015 customer detected the flexlink/ultraflex cannula leaking under the disc holder and self-adhesive. Blood glucose level 400 mg/dl. Blood glucose under control by customer. No adverse event reported. Flexlink/ultraflex cannula not available for return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not available for return.